Event description:
It was reported that an alert for non-sustained lead noise was received. No egms were stored for the non-sustained episodes. The device remains implanted. No further information is available.